Event description:
On (B)(6) 2019, a reporter for the patient (the patient¿s wife) contacted lifescan (lfs) USA, alleging that the patient¿s onetouch ultra2 meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The reporter stated that around 5:30pm ¿ 6:00pm on (B)(6) 2019, the meter would not turn on despite replacing the batteries. The reporter refused to provide details of the medication the patient takes to manage his diabetes and she did not report any changes to his usual diabetes management routine as a result of the meter not turning on. She stated that around an hour later, the patient developed symptoms of ¿light headed¿ and ¿passed out¿. She reported that she gave the patient apple juice to treat his symptoms and contacted 911. No further details were provided. At the time of troubleshooting, the cca confirmed that the issue occurred after replacing the batteries in the subject meter. Based on the information provided, there was no indication of misuse or trauma to the meter. However, it was also noted that the patient¿s test strips had expired in september 2018. The cca educated the reporter on the need to setup the meter after a battery change and the issue was resolved. Replacement products were sent to the patient and the reporter was advised to get the patient to call back to walk through a retest when new products arrived. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after the meter reverted to the setup mode following a battery change.